Event description:
It was reported that when the ventilator was connected to a pt and powered-up, it went into inop constantly with an audible alarm. The pt was placed on a back-up ventilator. No reported harm to the pt.